Event description:
It was reported that during a consignment inspection the device was found to have burrs/nicks/scratches/gouges. The device will be returned. After visual inspection of the returned device it was confirmed that the device has cracks, gouges, damaged and has signs of wear and tear from use.